Event description:
It was reported that the asymptomatic patient had felt an alert issue from their device due to high atrial lead impedance. A remote transmission from merlin.net was reviewed and a loss of atrial capture was observed. It was determined that the lead had fractured. It was explanted and replaced on (B)(6) 2015. The patient was in good condition following the procedure.

Manufacturer narrative:
UDI (di): (B)(4).